Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) hospital. Another contact person (B)(6). Additional contact info: (B)(6). Updated fields: b4, g2, g3, g6, h2, h6(problem code, type of investigation, investigation findings, component codes, conclusion) h11. Corrected field: e1(initial reporter), e2. A getinge field service engineer was dispatched to evaluate the unit. Upon inspection, the fse confirmed the presence of blood within the unit. The pneumatic module assembly was replaced. Following the replacement, the unit was calibrated and thoroughly tested. The unit passed all functional and safety tests in accordance with the manufacturer's specifications. The unit was returned to the customer and is ready for patient use.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported suspected perforation of a sensation plus 50 cc intra-aortic balloon (iab) being used with a cardiosave intra-aortic balloon pump (iabp) after blood specks and pink-tinged condensation were observed within the helium tubing, suggesting a balloon issue. No patient injury was reported.